Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive; the contrast button is unresponsive. It was observed that the buttons do not click and spring back as expected when pressed. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok, up arrow, and down arrow keypad buttons require multiple presses to obtain a response. He noted that the contrast button does not respond to presses. The patient confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that he wears the pump in a pouch on his waist.